Manufacturer narrative:
(B)(4)

Event description:
The customer reported that they received an erroneous result for one patient sample tested for human chorionic gonadotropin (hcg) on an e601 analyzer. The units of measure used were asked for, but not provided. Roche markets multiple applications for hcg and hcg+b, but the customer would not provide information regarding which application they were using. The sample initially resulted as 6.4 and this value was reported outside of the laboratory. The physician questioned the initial result stating that it was different than what was expected. He believed that the result should be negative. The sample was repeated, resulting as <0.100. The sample was also repeated a second time, resulting as <0.100. The patient was not adversely affected. The hcg reagent lot number and expiration date were asked for, but not provided. The laboratory investigation determined that the previous sample tested on the analyzer was tested for hcg and the result from this sample was 5800. Based on this, the customer suspected a carryover issue. A specific root cause could not be determined based on the provided information. The customer refused to provide any further information regarding the event.